Event description:
Reportable based on analysis completed on 07apr2026. The returned device evaluation revealed the coil was detached from the distal coupler. A 12x30 embold? Fibered device was used during a left subclavian embolization procedure to treat a bleed. The coil would not frame the way the surgeon wanted during deployment; therefore, the surgeon retracted and advanced the coil multiple times before withdrawing the coil. On final withdrawal, resistance was noted, and the coil formed a knot, and the coil was unable to be advanced or retracted into the microcatheter. The coil stretched as the surgeon attempted to pull it through the microcatheter. The coil and catheter were removed as there was a long line of filament due to the stretch. The bleeding was stopped using two clips, and the patient experienced no complications.

Manufacturer narrative:
Investigation results: device analysis findings: upon receipt at our post market quality assurance laboratory, this embold fibered delivery system was returned without the delivery sheath and the perforations intact. A renegade stc and non-bsc guide catheter were also returned with the embold fibered device. Visual and microscopic examination revealed a stretched coil extending through the microcatheter and guide catheter. Microscopic examination revealed bent proximal and distal couplers, and coil separation from the distal coupler. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.